Event description:
Almost two years ago, I had the essure birth control implanted. I was never questioned about a nickel allergy, or was warned of serious side effects, in fact I was told how much safer, healthier and painless the essure would be instead of having my tubes tied or a hysterectomy. After the implants, vomiting periodically began, severe sweating, pounding headaches, it felt like my brain was spinning out of control then back pain so severe I could barely walk. I went to my local emergency room this past summer begging for answers, I begged to have the stents checked, they treated me like a pain medicine junkie even after I refused any pain medicine. I was a joke, I went home, cramps in my stomach hurt so bad I cried myself to sleep curled up in a ball shaking, woke to sweats, brain spinning, the world in my eyes. I fainted busting my chin open. Later right breast became swollen, itchy, I went to see my primary care physician for the severe breast pain. I informed her of my essure implant; however, she had never heard of it, she is a primary care physician in (B)(6). My implants were done by an ob-gyn in (B)(6). She diagnosed me with tietze syndrome and put me on tramadol, which just made my head worse, I bloat randomly, the cramps are constant, the pain from the bottom of my spine to the base of my neck is constant. Intercourse is nearly impossible due to pain and bleeding. When the pain restricts my ability to walk or function, how am I to raise my children? I have become increasingly more depressed and I have fits of self-rage feeling so useless! I was never warned of these side effects! My list could go on for miles to include acne! This product has been slowly destroying my life and the doctors denying my feelings that the essure was the cause and the emergency room team turning a blind eye has left me to shut out the world, believing no one could hear my pain until now! I know I am not alone in the nightmare of essure.